Event description:
Taxus drug eluting stent was inflated to 10 bars for 25 secs, then 11 bars for 20 secs. Md then had difficulty removing stent balloon from inside stent. Stent did deploy. Md stated it felt as if the balloon was stuck to the stent. Md was eventually able to remove balloon with no obvious harm to the pt.